Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer. The core smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned core smart cable and confirmed the reported "no image" issue. When connected to known, good, test equipment, the core smart cable was not recognized by the monitor. The camera image quality test was performed and failed. The technical service representative attributed the "no image" issue to cable failure. Since the glidescope core smart cable is not repairable and a replacement was already provided to the customer, the core smart cable used in the procedure was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image was going in and out when the cable was moved. The customer reported that the hdmi end of the core smart cable was not connecting securely. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.